Manufacturer narrative:
Qc results prior to the event were acceptable but after the event the qc had failed. The service engineer found the solenoid was not working properly. He replaced the solenoids for both sippers. He replaced the sipper assembly, the sample probe, and all ise cartridges and reagents. Calibration, qc, and precision testing were completed with acceptable results. The issue was resolved by the service activities performed. There were no further issues following the service visit.

Event description:
The initial reporter complained of questionable ise indirect na, k, cl for gen.2 results for 3 patients tested on a cobas 8000 cobas ise module (double). From the data provided for 3 patients, two had discrepant sodium results. For patient 1: the initial sodium result was 133 mmol/l with a repeat result of 142 mmol/l. For patient 2: the initial sodium result was 130 mmol/l with a repeat result of 136 mmol/l. Patient 2 is a (B)(6) year-old male born on (B)(6). The repeat results were deemed correct. The results in question were reported outside of the laboratory. The patient samples were aliquoted by a modular pre-analytical system. The sodium electrode lot number was q7948 with an expiration date that was not provided.